Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that q-lock on smart remote manager was failed to open. The field service engineer (fse) cleaned the latch and applied conductive grease. All functions were restored to normal. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, q-lock on smart remote manager was failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, q-lock on smart remote manager was failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.